Event description:
The device was used to diagnose the pt ECG as asystolic. Reportedly, when the operator attempted to administer pacing therapy to the pt, the pacing rate and ma could not be adjusted. A backup device was made available. The pt self-converted to a perfusing rhythm and device therapy was no longer required. The pt was resuscitated. It was reported there were no adverse affects to the pt resulting from the discrepancy.